Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we were unable to identify the root cause of this event. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device evaluation and not been completed. The investigation is ongoing and follow up with the facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the video processor did not display an image although it recognized the equipment that was connected. There were no reports of patient harm associated with the event.